Manufacturer narrative:
Although the complainant advised that 25 of the 127 biopsy tissues processed using the "biopsy run 1" protocol started in retort a at 20:01pm on (B)(6) 2019 were under-processed, the specific dimensions and specimen types were not provided by the complainant. Investigation of this complaint found that the instrument operated within specification during execution of the "biopsy run 1" protocol started in retort a at 20:01pm on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "biopsy run 1" protocol started in retort a at 20:01pm on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. Based on the information provided by the complainant that it was considered that the reported underprocessing of 25 of the 127 biopsy tissues was "due to them being placed on shorter than needed run", it was determined that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Section 8.2.1 of the leica histocore peloris 3 user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
On 05 february 2019, leica biosystems received a complaint that approximately 25 of 127 biopsy tissues were under-processed following processing. The complainant advised that no error codes had been displayed; a strong formalin odour was detected when the cassette basket was removed from the instrument; the processing run completed; the alcohol concentration had been measured manually; and reagents had been replaced two days previously. On (B)(4) 2019 a leica biosystems field support specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that: "customer states that there may have been some formalin on the unit that carried the smell that the tech noted. She looked at all of the blocks impacted (25 out of the 127) and thinks that the underprocessing on those blocks is due to them being placed on shorter than needed run. She has been in contact with the pathologists and they have indicated that all of the samples look good and all of them are diagnosed". (This information was received by leica biosystems (B)(4) on (B)(4) 2019). The fss also documented that the affected biopsy tissues were derived from the "biopsy run 1" comprising 127 cassettes, which started in retort a at 19:00 on (B)(6) 2019 and completed at 21:36 on (B)(6) 2019.